Manufacturer narrative:
Terumo did receive the actual device; however, further investigation is necessary. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the user pressurized the circuit to 150 mmhg and the arterial filter leaked. The product was not changed out, there was 100 cc's blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.